Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) with stent. There was contrast in the inflation lumen and balloon. The balloon was slightly folded with stent secure on the balloon. Microscopic examination revealed that majority of the stent was damaged with bent, stretched, and overlapping struts. Microscopic examination presented no damage or irregularities to the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the internal carotid artery. A 5.0mmx15mmx150cm express vascular sd stent was selected for use and advanced to treat the lesion; however, resistance was met and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.